Event description:
The plaintiff's attorney alleged that the decedent experienced cardiac arrest and subsequently expired after the use of the product administered for dialysis treatment.

Manufacturer narrative:
This is 1 of 2 device reports associated with this event.